Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the cutter failed functional testing (incomplete mesh) due to damage; however, the repair was not completed because blade/cutter repairs cannot be performed. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the ratchet would not attach to the mesher. No further information provided. Investigation found the cutter was damaged and did not pass the mesh test. Living legacy is a cadaver skin bank. Therefore, there was no patient involvement. No adverse event was reported as a result of this malfunction.